Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the device history records was performed for the reported lt for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs.

Event description:
As reported (B)(6) 2014, a female pt of unk age presented for a microwave procedure. After placing the probe, the treating physician was not satisfied with the placement due to the pt's large size. Upon withdrawing the probe, the physician noted the probe had a fracture between the probe shaft and the tip. The fractured tip remained inside the pt;s interior abdominal wall. The physician determined not the remove the fractured tip at the time. It was reported a follow up procedure was scheduled to remove the fractured piece. It was reported the pt suffered no permanent harm or injury due to this event. It as reported the disposable device is available for return to the MFR for eval.